Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap burned and detached inside of the patient at 22,503 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.